Manufacturer narrative:
Similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion. Related MFR report number: 1221359-2022-01455.

Event description:
Customer reported two false positive results with the ID now covid-19 assay performed on (B)(6) 2022. This report is for patient one (1) of two (2). Confirmation quantitative antigen testing (sysmex) was performed and generated a negative result (date and sample type unknown). No information regarding patient health status or outcome was provided.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m169417 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j / lot m169417 and test base part number 190-430 / lot m169417. The lot met the required release specifications. A review of the complaints reported as false negative and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m169417 showed that the complaint rate is(B)(4). In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, as the logfiles were not provided. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.